Event description:
It was reported that the insulin pump alarmed no delivery and motor error during rewind. Customer's blood glucose was unknown. Troubleshooting was done. The customer was advised to monitor the insulin pump and to call back when alarm reoccurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).